Manufacturer narrative:
The customer called into olympus to report their issue. During the call he noted the intermittent greying out of the image. The customer also noted that he checked the cable and also replaced the lamp, but could find no faults. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his evis lucera xenon light source was intermittently displaying a greyed out image during an unspecified procedure. According to the initial reporter, the staff brought in another device to completed the procedure with a delay but no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection. Olympus conducted a risk analysis, and considered that this event (intermittently greyed out image and delay of the procedure) is acceptable known risk and not serious. Therefore, this event does not correspond to the event that should be reported in MDR. Olympus will continue to monitor field performance for this device.